Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient reported that they fell twice about a month ago but did not hurt themselves, further stating that the therapy was not working. Patient mentioned that they were making messes every day and they needed to change programs. Patient said that since the implant, they so far had not found a program that had actually helped them. Patient said they tried moving programs and they had messed up so bad, they had turned stimulation up and since they were 82,they now go in and get it done. Patient did not seem to want to troubleshoot, and said they did not think too clearly, further mentioning that their local manufacturer's representative (rep) told them to call whenever they wanted to move programs. Patient was offered to have programs moved but they did not know which one to move to and said they wanted to talk to the rep. Patient reported that they were not getting therapeutic relief. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that there was not a device concern or change in therapy as a result of the fall and that the program was changed in attempt to resolve the lack of therapeutic effect, however, it was not resolved. There were no further complications reported/anticipated.